Event description:
Caller states patient tested 22 mg/dl on the inform system via finger stick, while a lab comparison returned as 142 mg/dl. The lab sample was obtained via patient's central line. The reported values were obtained within 10 minutes. The same lab specimen was tested on the meter and a result of 152 mg/dl was obtained. No actions taken based on device result. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The device misfired during the procedure causing the patient to bleed. The bleeding needed to be stopped with cautery.====================== manufacturer response for ligamax 5mm clip applier======================rep has been notified to come and get the device.